Event description:
It was reported that during a routine follow-up, an increase in capture threshold and a sudden decrease in sensing amplitude were observed. The patient reported that he fell and was pulled up by the arms. X-ray confirmed lead dislodgement. The lead was explanted and replaced when repositioning was unsuccessful. There were no complications and the patient was doing well after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.